Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer inspected the station and found no issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open. The customer reported being able to open the drawer manually to disperse medications, however the problem is still present. There were no adverse events or injuries reported based on this incident.